Event description:
After having essure placed for permanent sterilization, I have had multiple health problems including migraines, joint pain, heavy menstrual bleeding (clots) and chronic vaginitis. None of which, I had prior to having essure placed.